Event description:
Caller reported multiple cartridge alarms occurring over a series of dates without any incident causing the blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the problematic pump and advised the customer to use the current pump as a backup therapy until the new pump arrived. Instructions were provided on how to store the pump before returning it, and a replacement pump with updated software would be sent. The customer understood the guidance and logistics of the replacement process.